Event description:
The customer stated that he tested his blood glucose using his breeze2 and breeze meters. The breeze2 read 61 mg/dl, which the customer felt was too low. The breeze read 185 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.